Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had symptoms such as nausea and treated with syringe. Customer's blood glucose value was 378 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. The product was returned for analysis.